Event description:
A pt experienced a right supracondylar femur fracture displaced and was treated with orif with a 13 hole right liss plate on (B)(6), 2011. On (B)(6) 2011 the surgeon noted the plate was broken. Pt had previously been seen at another facility and they told the pt the plate was broken. The pt was returned to the operating room on (B)(6) 2011 for removal of the broken liss plate with reapplication of a new liss plate with bone graft and cement spacer with antibiotics.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.